Event description:
Info received indicates the bed only has intermittent functions working from the right intermediate siderail due to fluid ingress onto the siderail ucm board.

Manufacturer narrative:
The tech replaced the siderail ucm board and cable to repair the bed.